Manufacturer narrative:
(B)(6). Additional product code: hrx. Device is an instrument and is not implanted/explanted. (B)(4). The balance of the device shows surface wear and is in working condition. A review of the current design drawing/manufactured revision for the reamer head was performed. The design history was determined to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. It was reported that intra-operatively a ria was not assembled properly and during use it separated and the shaft was smashing into the ria head. While the exact misassembled condition is unknown it is most probable that not properly attaching the devices would result in an uneven distribution of load and subsequent disengagement of the two devices during use. It was further reported that the shaft was smashing into the ria head which likely resulted in additional damage to any that occurred during disengagement. Furthermore, the condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued and/or having been subjected to excessive force over 8.5 years of use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2015 intra-operatively, a reamer/irrigator/aspirator (ria) was not assembled properly and during use it separated and the shaft was smashing into the ria head. One small piece of shaft broke off into the patient's tibia intramedullary (im) canal, but was retrieved through suction. The surgery was completed successfully. There was a reported three (3) minute delay. When the device was evaluated by the manufacturer it was noted, the reamer head was found to be missing approximately two and a half (2.5) of the four (4) prongs. The device was broken intra-operatively when the shaft was smashing into the head. This is report 1 of 2 for (B)(4).